Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps for cartridge. Tandem clinical support educated the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. Customer¿s blood glucose (bg) level was around 200 mg/dl.